Event description:
It was reported that there were telemetry issues. An implantable neurostimulator (ins) overdischarge (od) was suspected. The last time any stimulation was felt was over 12 months prior to report. The patient had not charged in 2 years. It was later reported the manufacturer would see the patient in their next visit. Additional information received reported that the manufacturer representative would meet with the patient next week. Additional information received reported that the patient¿s battery was dead and needed to be replaced. The reporter stated that she was working on scheduling an appointment. The patient was referred for replacement.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2008-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Upon further review, it was found that the following device code should have been added to the previous report. (B)(4).